Event description:
She was limping [limping] ([impaired driving ability], [mobility decreased]). Knee was now itching [itching] . Leg was even tighter, her calf, ankle, foot, and toes are tight [muscle tightness]. Her calf, ankle, foot, and toes are tight and numb [hypoaesthesia] . She was non-weight bearing and had to have assist to get in to bed and could not use her foot for bed mobility [weight bearing difficulty] . Could not bend her knee very far at this time [joint tightness] . Swelling worsened [knee swelling] ([condition aggravated]). She felt pain on the inside of her leg just below the knee, it did not itch but it hurt all around the knee, pain progressed to her calf, knee worsened, pain does worsen with movement [arthralgia aggravated] . Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (1 st injection taken 20-25 years ago). Initial information received on 06-feb-2023 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 53 years old female patient who was limping, could not bend her knee very far at this time, knee was now itching, leg was even tighter, her calf, ankle, foot, and toes are tight, her calf, ankle, foot, and toes are tight and numb, she was non-weight bearing and had to have assist to get in to bed and could not use her foot for bed mobility, swelling worsened and she felt pain on the inside of her leg just below the knee, it did not itch but it hurt all around the knee, pain progressed to her calf, knee worsened, pain does worsen with movement while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy to feathers. Patient said that the second time she had a reaction. The first reaction was 20-25 years ago. It was a different hcp. She had a one time injection and her leg swelled twice the area of her knee. On (B)(6) 2023, the patient received synvisc injection (strength: 16mg/2ml) (with an unknown batch number, expiry date, dose, route, frequency) for osteoarthritis. Information on batch number was requested. On (B)(6)2023 after a latency of few days she had the second of three injections at 0900. As the day progressed by 1400 she called hcp and by 1600 her leg was even tighter and she felt pain on the inside of her leg just below the knee. She could not bend her knee as far at this time (joint stiffness). It did not itch but it hurt all around the knee, not at injection site. This pain progressed to her calf. She saw hcp that did injection that afternoon. On thursday, the next day, her knee worsened and she was limping (gait disturbance) (disability) and could not drive (impaired driving ability) (disability). She had to use a cane and had to hold on to the wall for mobility(mobility decreased) (disability). She was non-weight bearing and had to have assist to get in to bed (weight bearing difficulty) and could not use her foot for bed mobility. The swelling and pain worsened (joint swelling) (condition aggravated) and could not pick her foot up off the floor. She thinks now her knee may be improving but the pain was worse with movement (arthralgia) and was not less than a 6 or 7 since the injection. Her knee was now itching (pruritus) and her calf, ankle, foot, toes are tight and numb (hypoaesthesia) (muscle tightness). With the first injection she thinks her knee may have felt a little tight and had a slight limp. She was not concerned about hcp who performed injection because he used the x-ray machine to pinpoint injection site. Action taken: unknown for all the events. Corrective treatment: uses cane for the event gait disturbance and not reported for other events . Outcome: unknown for all the events . A product technical complaint (ptc) was initiated on 06-feb-2023 for synvisc (lot/batch number : unknown and expiry : unknown) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated based on the complaint from intake team, there is no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 07feb2023) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective action and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance report) process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 13-mar-2023 with summarized conclusion as no assessment possible. Additional information was received on 06-feb-2023 via quality department. Ptc details received and added; strength added. Text amended. Additional information was received on 13-mar-2023 from quality department: ptc investigation was completed, text was updated accordingly.

Event description:
She was limping ([impaired driving ability], [mobility decreased]). Knee was now itching. Leg was even tighter, her calf, ankle, foot, and toes are tight [muscle tightness]. Her calf, ankle, foot, and toes are tight and numb [hypoaesthesia]. She was non-weight bearing and had to have assist to get in to bed and could not use her foot for bed mobility [weight bearing difficulty]. Could not bend her knee very far at this time [joint tightness]. Swelling worsened [knee swelling] ([condition aggravated]). She felt pain on the inside of her leg just below the knee, it did not itch but it hurt all around the knee, pain progressed to her calf, knee worsened, pain does worsen with movement [arthralgia aggravated]. Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (1 st injection). Initial information received on 06-feb-2023 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 53 years old female patient who was limping, could not bend her knee very far at this time, knee was now itching, leg was even tighter, her calf, ankle, foot, and toes are tight, her calf, ankle, foot, and toes are tight and numb, she was non-weight bearing and had to have assist to get in to bed and could not use her foot for bed mobility, swelling worsened and she felt pain on the inside of her leg just below the knee, it did not itch but it hurt all around the knee, pain progressed to her calf, knee worsened, pain does worsen with movement while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy to feathers. Patient said that the second time she had a reaction. The first reaction was 20-25 years ago. It was a different hcp. She had a one time injection and her leg swelled twice the area of her knee. On (B)(6) 2023, the patient received synvisc injection (with an unknown batch number, expiry date, strength, dose, route, frequency) for osteoarthritis. Information on batch number was requested. On (B)(6) 2023 after a latency of few days she had the second of three injections at 0900. As the day progressed by 1400 she called hcp and by 1600 her leg was even tighter and she felt pain on the inside of her leg just below the knee. She could not bend her knee as far at this time (joint stiffness). It did not itch but it hurt all around the knee, not at injection site. This pain progressed to her calf. She saw hcp that did injection that afternoon. On thursday, the next day, her knee worsened and she was limping (gait disturbance) (disability) and could not drive (impaired driving ability) (disability). She had to use a cane and had to hold on to the wall for mobility(mobility decreased) (disability). She was non-weight bearing and had to have assist to get in to bed (weight bearing difficulty) and could not use her foot for bed mobility. The swelling and pain worsened (joint swelling) (condition aggravated) and could not pick her foot up off the floor. She thinks now her knee may be improving but the pain was worse with movement (arthralgia) and was not less than a 6 or 7 since the injection. Her knee was now itching (pruritus) and her calf, ankle, foot, toes are tight and numb (hypoaesthesia) (muscle tightness) . With the first injection she thinks her knee may have felt a little tight and had a slight limp. She was not concerned about hcp who performed injection because he used the x-ray machine to pinpoint injection site. Action taken: unknown for all the events. Corrective treatment: uses cane for the event gait disturbance and not reported for other events . Outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 06-feb-2023: this case involves a 53 years old female patient who was limping while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
She was limping [limping] ([impaired driving ability], [mobility decreased]) knee was now itching [itching] leg was even tighter, her calf, ankle, foot, and toes are tight [muscle tightness] her calf, ankle, foot, and toes are tight and numb [hypoaesthesia] she was non-weight bearing and had to have assist to get in to bed and could not use her foot for bed mobility [weight bearing difficulty] could not bend her knee very far at this time [joint tightness] swelling worsened [knee swelling] ([condition aggravated]) she felt pain on the inside of her leg just below the knee, it did not itch but it hurt all around the knee, pain progressed to her calf, knee worsened, pain does worsen with movement [arthralgia aggravated]. Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (1 st injection taken 20-25 years ago). Initial information received on 06-feb-2023 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 53 years old female patient who was limping, could not bend her knee very far at this time, knee was now itching, leg was even tighter, her calf, ankle, foot, and toes are tight, her calf, ankle, foot, and toes are tight and numb, she was non-weight bearing and had to have assist to get in to bed and could not use her foot for bed mobility, swelling worsened and she felt pain on the inside of her leg just below the knee, it did not itch but it hurt all around the knee, pain progressed to her calf, knee worsened, pain does worsen with movement while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy to feathers. Patient said that the second time she had a reaction. The first reaction was 20-25 years ago. It was a different hcp. She had a one time injection and her leg swelled twice the area of her knee. On (B)(6) 2023, the patient received synvisc injection (strength: 16mg/2ml) (with an unknown batch number, expiry date, dose, route, frequency) for osteoarthritis. Information on batch number was requested. On (B)(6) 2023 after a latency of few days she had the second of three injections at 0900. As the day progressed by 1400 she called hcp and by 1600 her leg was even tighter and she felt pain on the inside of her leg just below the knee. She could not bend her knee as far at this time (joint stiffness). It did not itch but it hurt all around the knee, not at injection site. This pain progressed to her calf. She saw hcp that did injection that afternoon. On thursday, the next day, her knee worsened and she was limping (gait disturbance) (disability) and could not drive (impaired driving ability) (disability). She had to use a cane and had to hold on to the wall for mobility(mobility decreased) (disability). She was non-weight bearing and had to have assist to get in to bed (weight bearing difficulty) and could not use her foot for bed mobility. The swelling and pain worsened (joint swelling) (condition aggravated) and could not pick her foot up off the floor. She thinks now her knee may be improving but the pain was worse with movement (arthralgia) and was not less than a 6 or 7 since the injection. Her knee was now itching (pruritus) and her calf, ankle, foot, toes are tight and numb (hypoaesthesia) (muscle tightness). With the first injection she thinks her knee may have felt a little tight and had a slight limp. She was not concerned about hcp who performed injection because he used the x-ray machine to pinpoint injection site. Action taken: unknown for all the events. Corrective treatment: uses cane for the event gait disturbance and not reported for other events. Outcome: unknown for all the events. A ptc (product technical complaint) was initiated on 06-feb-2023, for synvisc (batch number and expiry date unknown) with global ptc number (B)(4). The sample was not received. The ptc stated that it is in process. Additional information was received on 06-feb-2023 via quality department. Ptc details received and added; strength added. Text amended.